Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda was due to progression of the disease. The reported mr is a cascading effect of the reported incomplete coaptation. The reported effect of mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. At a later date the patient returned and it was noted one of the clips had detached from a leaflet (single leaflet device attachment (slda)) and the mr increased to 4. Per the physician, the slda was due to progression of disease. Mitral valve replacement was scheduled for a later date. No additional information was provided.